Manufacturer narrative:
E1/establishment name: (B)(6). A culture test was conducted at the facility on the duodenoscope provisional scope that was suspected to be involved, and the result was negative. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a possibility of infection which involved duodenovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) results of third-party testing and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the information on the reprocessing procedure provided by the user revealed no obvious deviations from the IFU. The following is the result of microbiological test by the third-party labs, provided by the user. Sampling date:not clear. Sampling from:not clear. Cfu: > unknown. Bacterial identification:no detection. The culture tests provided by user showed no bacteria detected. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The event is described in the precautions described in the instruction manual "chapter 1 safety for cleaning, disinfection, and sterilization". Olympus will continue to monitor the field performance of this device.